Manufacturer narrative:
H10: the device was received for evaluation in a sealed pouch. A visual inspection with the naked eye noted the drain line (dl) cap was missing from the drain line molded port and the detached cap was found inside the sealed pouch. An underwater pressure test was performed with no issues noted. Functional tests including self-test and priming test were performed and no issues were observed. The reported condition was verified. The cause of the condition was determined to be a manufacturing related issue; possibly due to an isolated incident where the dl sub-assembly was not unloaded properly by the machine operator during the unloading process from the dl machine, which resulted in a loosened cap from the molded port of the dl assembly. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that that a pull ring cap was missing from a homechoice automated pd set with cassette. This issue was further described as, ¿blue cover disappeared". This was observed before use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.